Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor electrode was missing. Customer's blood glucose level was unknown at the time of the incident. Customer stated that when he remove the sensor he realized that the electrode was missing, but it didn't stay inside the body. Customer also stated that when he connected the transmitter to sensor the green led didn't blink, but the watertight test was passed. The device will not be return for analysis.